Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the caller to try various troubleshooting steps, but the issue persisted. Consequently, the team decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy and was informed about the replacement pump having updated software. Instructions on returning the faulty pump and setting up the new one were also provided, with the customer acknowledging and understanding all instructions given.